Event description:
A trilogy evo ventilator was returned to the manufacturer for evaluation of an alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for the fio2 sensor receptacle verification. The device's three-way solenoid valve was replaced to address the issue. The device passed final testing and was confirmed to be operating properly. Additional findings not related to the malfunction/issue: the alleged ventilator service required alarm was identified in the error log indicating the proximal pressure sensor offset was too high. This alarm occurs when the device is off and not in patient use. Additionally, increased operational noise was observed during evaluation which prompted the replacement of the upper cooling fan. The low flow o2 tubing was replaced due to dust accumulation inside the tubing.

Manufacturer narrative:
A trilogy evo system printed circuit board assembly (pca) was returned to the product investigation lab (pil) for investigation of alleged testing failure. Pil is unable to confirm the alleged failure of the trilogy evo pca. Visual inspection found no defects. Pil noted e-228 in the event log from service. Pil installed the system pca on the pil trilogy evo test bed and ran therapy with a test lung for approximately 1 hour without issue. E-228 did not recur. Pil concluded that the system pca operates as designed.